Event description:
The surgeon implanted a silicone lens model aa4203tf and was damaged during implantation. The lens was removed without pt injury. The model and lot numbers for the cartridge and injector are unk.

Manufacturer narrative:
Investigation is ongoing. Eval results: results - (other): visual inspection of the lens showed evidence of surgical residue. Both haptics were torn off missing.